Manufacturer narrative:
DHR review revealed nothing relevant to this event. Visual examination revealed the hex was broken. Previous evaluations for devices in similar conditions indicated leverage damage caused the event. However, with the info available, a definitive conclusion could not be determined for this event.

Event description:
Customer reports the anchor broke on insertion. Add'l info provided indicates the bone was prepared properly and the temperature indicator was in good condition. The broken piece was not retrieved. This device is used for treatment.